Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had reached middle of life 2 (mol2) battery status 13 months post implant. A device save to disk was performed. It was also reported that the patient's chronic atrial lead was surgically abandoned during the device implant procedure, due to the patient's atrial fibrillation.